Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient had no hearing perception with the device. The patient was taken into surgery to have the abi electrode repositioned. No product deficiency is alleged.

Manufacturer narrative:
Device investigation did not reveal any device defect which is expected to have been present whilst implanted. Reportedly, the electrode was insufficiently positioned since implantation and the patient had no hearing perception with the device. During repositioning surgery, the electrode lead had to be severed for medical reasons. Thus, the patient was re-implanted with a new device. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
The patient had no hearing perception with the device. The patient was taken into surgery to have the abi electrode repositioned. In situ measurements taken at the start of the repositioning surgery were indicative of a functional device. The electrode had adhered to cerebral tissue and it was not possible to reposition it without causing tissue damage. The electrode lead had to be cut in order to remove the electrode. No product deficiency is alleged. As per additional information received, the electrode was insufficiently positioned since implantation. The patient was re-implanted with a new device.